Event description:
While attempting to defirillate a pt, the device did not allow discharge. Complainant did not indicate that there was any adverse effect to the pt dur to the reported malfunction. During subsequent biomed testing the device caused an associated defibrillator to display a "poor pad contact" message.